Event description:
A difficult case was reported with a substandard outcome for one patient od. Original treatment was a smile attempt with suction loss in the posterior cut. Surgeon proceeded with a flap repair cut, lifted the flap and treated with an excimer laser. The patient's vision was reported to be 20/150, however, it was not shared if this was uncorrected vision or best corrected vision. Thus, it is unclear whether there was a negative impact on this patient. It cannot be determined whether the patient has lost more than 2 lines of the best corrected visual acuity (bcva).

Manufacturer narrative:
The most possible root cause is a user error. Most probably, due to the interruption of the initial smile surgery, the cornea became dehydrated. Thus, the subsequent flap was performed on a very dehydrated cornea and the flap was thicker than planned so that, during the ablation with the excimer laser, the smile lenticule interface was reached. This smile interface can then move as loose lamellar structure resulting in an irregular corneal topography with reduced visual acuity. There is no information that reasonably suggests that there was a malfunction of the zeiss device that could have contributed to the complained unexpected surgical outcome.